Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of the transcatheter bioprosthetic valve a percutaneous transluminal angioplasty and stent were utilized at the access site for an unspecified procedural complication. No further information was available. No additional adverse patient effects were reported.